Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event one ventilator reboot was logged. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest saved settings. The latest saved settings in this case might be different from the original settings which were initially set for the patient. There is no indication from the log file that the restart procedure deviated from its specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the medical staff operated the screen and felt that the reaction was slow. Immediately afterwards, the device alarmed audibly, displayed a device error and restarted. After the restart the device was reportedly not operating with the original ventilation setting. No injury was reported.